Event description:
Pt care could be adversely affected, as clinical decisions could be based on incomplete information, resulting in the potential for inappropriate care to be given. Cerner has not received communication of any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2010 to all potentially impacted client sites. The software notification includes a description of the issue and an interim workflow adjustment to prevent the malfunction. A software modification is being developed and to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software correction is available.